Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer¿s right ventricular (rv) defibrillation lead experienced symptoms of near syncope and was hospitalized for four days. Evaluation in the hospital ruled out any cardiac events and the patient was discharged from the hospital. Subsequently, the patient again reported feelings of near syncope. Review of stored device memory noted rv pacing impedance measurements were in the 500 ohms range until recently, when measurements varied from 1,212 ohms, 1,500 ohms, 500 ohms and then a high out of range pacing impedance measurement greater than 2,000 ohms was recorded. Additionally, varied threshold measurements and loss of capture (loc) was observed, however, no noise was present. Boston scientific technical services (ts) discussed the potential for a lead to device header connection anomaly. An invasive procedure was performed. The device was explanted and replaced and the lead was cut at the yolk and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.